Event description:
It was reported that this right atrial (ra) lead was exhibiting atrial undersensing. Technical services (ts) was consulted and recommended adjusting parameters. The device remains in service. No adverse patient effects were reported.